Manufacturer narrative:
(B)(4). Reason for non evaluation: other - code 81: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. Sterilization records: the production order was sterilized in lot a2000239. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Environmental: no environmental action was found for (B)(4). Process and/or material changes: a review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that following implantation of the intraocular lens (iol) on (B)(6) 2013, the patient developed a post-operative infection. Reportedly, the patient was fine post-operative day 1 and day 2. On the evening of day 3, the patient called to report a red and scratchy eye. The patient was seen and diagnosed with endophthalmitis. A culture was taken and returned positive for (B)(6). The patient was sent to a retinal specialist and it was indicated that the patient is still under treatment and (believed to be) seen daily. It was reported that the patient had this surgery scheduled but cancelled due to an ear infection. The patient had received clearance for the surgery by his ent (ear, nose, throat). Further, the patient was reported to have poor hygiene, and was wheelchair bound. Additional information noted that the patient has had several eye surgeries since the iol implantation and ''has lost his sight''. Culture of eye was (B)(6). And they have cultured ''everything'' including autoclave, room (walls, floor, bed), medications and all were negative. To date, the lens remains implanted. No further information was provided.